Event description:
The hcp stated that the patient had the pump implanted approximately three months ago and following implant, she was put in rehabilitation for intense therapy. She developed a left lower extremity deep vein thrombosis and was hospitalized for two to three days. She returned home with tylenol #3 for left lower extremity pain. The patient went horseback riding and pulled her hip muscle causing increased pain. Medication titration was not effective and they were unable to determine if this was a pump issue. X-rays were done which did not reveal any abnormality such as kinks or disconnects and a rotor study was negative. A catheter dye study was performed and the hcp was unable to aspirate from the catheter access port. The hcp further reported that patient was given a therapeutic bolus, but it was difficult to interpret due to pain issues and pain making patient's tone worse. When patient came in for pump refill, it was noted that expected volume was 9.5cc and the actual volume was 32cc. In addition to reservoir volume discrepancy the patient had developed a seroma pocket with 150cc of fluid. The hcp reported that pump access was very difficult and it was determined that patient would need catheter revision. An appointment is scheduled with neurosurgery to develop an ongoing plan. The hcp reported that the patient was receiving lioresal initially at 500mcg/ml and at refill this was changed to 2000mcg/ml with a daily dose of 300mcg. He further stated that the patient has not had any withdrawal symptoms and is not receiving any oral baclofen.